Event description:
Info provided to davol fa via medwatch form sent from facility risk manager: on (B)(6) 2010, pt had a right inguinal hernia repair with mesh implanted. On (B)(6) 2010, pt was readmitted for suspicion of wound infection; pt had redness, swelling, and drainage of incisional area. On (B)(6) 2010, pt was taken to the operating room for exploration of the inguinal wound with removal of mesh and debridement and evacuation of abscess. On (B)(6) 2010, pt was discharged with wound vac in place and IV antibiotics.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. While infection is a known adverse event that is listed in the IFU, no conclusion can be drawn at this time. The info provided indicates that the pt developed and was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." No conclusion can be drawn at this time. Available info indicates no device will be returned and/or additional info will be provided. We therefore, consider this report complete to the best of our current knowledge.